Event description:
It was reported that, an 840 ventilator had a blank display while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised that ventilator is out of support. Customer reported that this ventilator will be retired and repair was not authorized. The service engineer (se) was not authorized to service the device.